Manufacturer narrative:
The event device is not anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: it was performing a laparoscopic procedure, procedure unknown at this stage. There was an issue with a 5mm trocar, a part of the trocar came away into the patient. It was retrieved and patient is well. Further details are unknown at this point and contacted relevant staff to get additional information. Additional information received from field implementation team by email on 20mar2019: the part of the trocar that fragmented was the tip of the canula. It was a lax abdomen and more c02 than normal was added in order to insufflate the abdomen so pressure was high. It was a 12mm trocar that fragmented as it was hit by the lateral 5mm trocar being inserted at some force. The 5mm trocar hit the 12mm trocar splintering the end of the canula and that caused part of the plastic to come away into the patients abdomen. The plastic was retrieved, it caused no harm to the patient. The trocar was removed and disposed of and another inserted to continue the procedure. The colour was clear/purple as it was a 12mm trocar. Intervention: part of the trocar was retrieved from the patient. Patient status: unharmed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely the reported event was caused by force applied on the event trocar by another trocar that was used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Event description: [] was performing a laparoscopic procedure, procedure unknown at this stage. There was an issue with a 5mm trocar, a part of the trocar came away into the patient. It was retrieved and patient is well. Further details are unknown at this point and contacted relevant staff to get additional information. Additional information received from field implementation team by email on 20mar2019: the part of the trocar that fragmented was the tip of the canula. It was a lax abdomen and more c02 than normal was added in order to insuflate the abdomen so pressure was high. It was a 12mm trocar that fragmented as it was hit by the lateral 5mm trocar being inserted at some force. The 5mm trocar hit the 12mm trocar splintering the end of the canula and that caused part of the plastic to come away into the patients abdomen. The plastic was retrieved, it caused no harm to the patient. The trocar was removed and disposed of and another inserted to continue the procedure. The colour was clear/purple as it was a 12mm trocar. Intervention: part of the trocar was retrieved from the patient. Patient status: unharmed.